Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomed engineer that the patient was experiencing end of life pump failure. Waveforms and pump sounds were analyzed and verified. It was decided by the hospital to exchange the patient's lvad with another lvad. The exchange took place without any difficulty.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.